Manufacturer narrative:
Olympus technical assistance center had the customer power off the system, then plug a scope in and power it on. The customer confirmed the system worked with no issues or error messages. Olympus recommended the device be returned for evaluation and repairs to resolve the piece that was stuck in the socket. Olympus reviewed the instrument history and the device was purchased on (B)(6) 2016. The device has not yet been received by olympus. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to explained that the front panel of the device was blinking while powered on and he was unable to reset the lamp life meter. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 4 years) and likely the internal board failed accidentally with regular use. If the internal board could not be started properly, a main body malfunction would case the front panel to blink.